Event description:
It was reported the patient experienced a hard fall last month. After the fall, the patient experienced a shocking/jolting sensation at times when stimulation was on. The location of the issue/symptom was reportedly at the device pocket and at the lead location. It was reported the patient experienced less than 50% therapy relief. Impedances were normal. X-rays showed the lead was in the same position. The patient was reprogrammed and denied shocking. It was reported the patient was getting effective stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n293796, implanted: (B)(6) 2011, product type: accessory. Product ID: 355031, lot# n268345, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-02, lot# n268515, implanted: (B)(6) 2011, product type: accessory. (B)(4).